Event description:
The pt alleged he fell into a granuflo tank while attempting to repair a granuflo mixer propeller. Once in the tank, he became stuck in the mixer and could not get out. He was taken to hospital due to complaints of cough, injuries to chest and headaches. He was referred to a lung specialist with a diagnosis of reactive airway disease. Treatment is unk and it is reported that his condition has improved.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.